Event description:
The customer reported that during a heparin infusion the IV set broke in half near the check valve area and fluid leaked. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Manufacturer narrative:
(B)(4). The customer's report of a broken check valve was confirmed. Visual inspection of the set noted that the outlet port of the check valve was broken off of the housing. There were no holes or tears observed on the tubing of the set. Functional testing was not performed due to break on the check valve. The root cause of the customer's report a broken check valve was identified as an application of blunt force perpendicular to the port. The origin of the force is unknown.